Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the plastic bag inside the cassette had a hole in it near the seam and was leaking as the technician was injecting the drug (5fu) into the pump. The event was caught prior to dispensing, and a new one was created for the patient. There was no patient involvement, and no patient harm adverse event reported.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.